Manufacturer narrative:
Investigation results:as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. According to the surgical report provided, there was no connection/adhesive between bone cement and implant. The device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Pattern. There are 2 similar complaints against the same lot numbers: 52360163 and 52461032. The review of risk assessment revealed that the overall risk level (4(5) severity x 2(5) probability of occurrence) according to din en iso 14971 is still acceptable. There are several root causes regarding early implant loosening. It could be possible that there were problems with the cement technique and due to this the implant has loosened prematurely. Furthermore it could be possible that the implants were contaminated with blood etc. Before inserting/cover with bone cement. The provided x-ray figure give no clear hints regarding the root cause for the implant loosening. Based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. For the topic vega loosening, product safety cases (psc)s were initiated.

Event description:
It was reported that there was an issue with nx031z - as vega ps femoral comp.cemented f5n r. According to the complaint description, there was early loosening of total right knee without apparent cause. The primary implantation had occurred in 2019. Revision surgery was required. Both components were found to have loosened and cement was no longer adherent. All available information was provided. The adverse event/malfunction is filed under aag reference (B)(4). Associated medwatch reports: nx054z - (9610612-2022-00262) - 400566646. Nx031z - 400566634. Involved components: nx120 - vega ps gliding surface t2/2+ 10mm (400566647). Cement - palacos r+g heraeus.

Event description:
Associated medwatch reports: nx054z - (9610612-2022-00262) - 400566646, nx031z - (9610612-2022-00337) - 400566634. Involved components: nx120 - vega ps gliding surface t2/2+ 10mm/lot 52448070 (400566647), cement - palacos r+g heraeus.

Manufacturer narrative:
Additional information: b5 - lot number of involved component added. D9 - product returned. D10- lot number added. H6 - codes updated. Investigation results: visual investigation: in the delivered condition the provided femoral component show nearly no bone cement residues adhesive on the intended area. Fragments of the bone cement residues from the femoral component were supplied in a separate container. These bone cement residues show bone anchorage (cement interlock into the bone trabeculae). The provided tibial component shows almost no bone cement residues on the intended area/ coated surface. The discolorations on the surface of the gliding surface of the femoral component is due to oxidation. Such changes in color have no effect on the function or properties of the coating. The gliding surface of the meniscal component shows a small number of visible scratches and imprints. These imprints are probably resulting from third body wear (bone chips and/or bone cement residues). Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that there are 2 similar complaints against the same lot numbers: 52360163 and 52461032. The review of risk assessment revealed that the overall risk level (4(5) severity x 2(5) probability of occurrence) according to din. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability 3(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: on the basis of the current information, a clear conclusion cannot be drawn. The device history records have been checked and no abnormalities could be observed. There are no hints for a material/device problem. Without further detailed information regarding the surgical techniques in this case, a clear conclusion cannot be drawn. The provided x-ray figures give also no clear hints regarding the origin root cause for the mentioned implant loosening. There are several and often complex root causes for an implant loosening. One possible root cause could be that there were problems with the cement technique and due to this the implant has loosened prematurely. But in this case this is only speculative. Furthermore, a pre-contaminated surface, for example by blood or other residues from the bone resection, can negatively influence the holding force of the bone cement on the implant. There is also no evidence of this in this case and it is only considered a hypothesis. Based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. For the topic vega loosening, product safety cases (psc)s were initiated.